Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the entire system was explanted due to the patient's lack of compliance to wound care and delay in getting treatment. Reportedly, the patient did not have an infection.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patients' ipg incision site opened due to getting caught on her clothes. Reportedly, the physician advised the patient to keep the wound dry as well as covered and return to the surgery center. Follow-up identified the wound is in the healing process. In turn, the patient may consult with a wound care specialist.